Manufacturer narrative:
It was reported that on (B)(6) 2026, "rn reported broken sterile ns syringe, from ivad access kit. When attempting to flush ivad after access and applying pressure to plunger, "wings" on either side of the syringe broke off, exposing sharp plastic edges. Edges did break skin and cause bleeding to rn. Clinician completed procedure with another product, saved malfunctioning product, addressed injury and reported incident". According to the customer contact, "injury to rn is resolved". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, "rn reported broken sterile ns syringe, from ivad access kit."